Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited decreased sensing and loss of capture. A revision procedure was performed. After repositioning the lead, the physician experienced difficulty extending the helix. The lead was removed and replaced. No additional adverse patient effects were reported.